Event description:
It was reported that during an attempted guide wire exchange of a leaking catheter, the catheter being replaced was intentionally transected, leaving 1cm of catheter at the skin line. The guide wire was then introduced into the remaining catheter and advanced, but the catheter went below the skin line along with the guide wire. The catheter and guide wire were removed from the pt's left subclavian vein via use of an intravascular retrieval set. There were no further complications.